Event description:
2 resolute integrity drug eluting stents were being used to treat a non-tortuous lesion in the mid lad and 1st diag. The lesion was 100% occluded (chronic total occlusion) with mild calcification. There was 75% stenosis in both lesions. The mid lad was a bifurcation lesion. There were no issues removing the device from the hoop/tray. Negative prep was performed with no issues reported. No resistance was experienced when advancing the device. Both lesion sites were inflated to 14atm for 20*3sec. Lesions were post dilated. Physician was satisfied with the apposition and dilation. It is reported that a sub-acute stent thrombosis occurred in the las (lad and 1st diagonal) 3 days post implantation. Patient was on aspirin and prasugrel. The thrombus was treated with three anticoagulant drugs. In addition there was a vessel occlusion in both the lad and 1st diagonal due to restenosis, with intervention not related to target vessel. The occlusion occurred near the stent strut. After thrombus aspiration, local thrombolysis was performed to treat the occlusion. Patient is reported to be alive with injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.